Manufacturer narrative:
A customer in france notified biomérieux of obtaining a false negative result for a patient sample in association with the vidas® toxo igg ii 60 tests (ref 30210, lot 1007488980). In response to the customer complaint biomérieux completed an internal investigation. Review of manufacturing records for lot 1007488980 showed no anomalies occurred during the manufacturing, control, and packaging processes. This review also found no CAPA or non-conformity records linked to false positive results for lot 1007488980. The patient sample was not returned to biomérieux and could therefore not be tested. Biomérieux preform testing using an internal sample and lot 1007488980. Testing was performed per the instructions for use (IFU), without sample, and without spr. All test types were performed in duplicate. Results are listed below: tests performed with sample per the IFU - 30 ui / ml and 31 ui / ml (positive) tests performed without sample - 5 rfv and 0 ui / ml negative tests performed without spr - 1 rfv and 0 ui / ml negative biomérieux also tested two (2) fresh negative from blood donor samples. The samples were tested using vidas® 3 on automatic mode with retain kits vidas txg ii ref 30210 customer's lot 1007630240. The samples were tested three (3) times on same run. All results were negative. Vidas txg ii ref 30210 batch 1007488980 within expected performance. The most likely root cause is the absence of sample in the strip or the absence of spr during the test.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false negative result for a patient sample in association with the vidas® toxo igg ii 60 tests (ref 30210, lot 1007488980). The customer tested the patient sample three (3) times, once using the alinity test method and twice using the mini vidas® instrument using the vidas® toxo igg ii 60 tests. The results were as follows: test 1 on alinity: txg value = positive interpretation. Test 2 on mini vidas: txg value = 0 ui/ml (negative interpretation). Test 3 on mini vidas: txg value = 28 ui/ml (positive interpretation). The customer mentioned a potential operator error in association with the negative result but was unable to confirm user error. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.